Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite bag access device was occluded. The following information was provided by the initial reporter: doesn't allow fluid to be drawn in to the bag.

Manufacturer narrative:
A 2300e product was not available for investigation of pr 12159870; however, the customer confirmed that the complaint sample was from lot 24095541. The feedback provided by the customer states that, "doesn't allow fluid to be drawn in to the bag." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24095541 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2300e product in the past 12 months.

Event description:
No additional information.